Event description:
It was reported that a multilink stent was implanted in 1999. The pt entered the hosp on 10/24/99 with a q-wave myocardial infarction. Balloon angioplasty was performed. No other info available. Follow-up attempts have been unsuccessful.